Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a remote follow up that the patient's implantable cardiac monitor (icm) exhibited low r wave amplitude sensing which resulted in no longer being able to monitor the patient's heart rate. The physician determined that the device had migrated near the sternum which resulted in the loss of sensing on the device. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to migration that resulted in loss of sensing. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.